Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that before use, the device delivers random breaths when set to 100% oxygen. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was received at zoll germany for evaluation. The reported issue could not be replicated during the testing of the device. The device passed ventilation checks when using oxygen, calibration, test, and electrical safety tests. The logs or trending files were not provided for review. The device passed full functional testing and was re-certified for clinical use.